Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on dark blue connector and no cap on patient connector (no titanium adapter returned) in the lab in reference to cracked/broken. During visual inspection a cut was noted in the silicone bushing tube. Set was then tested underwater at 8 psi with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no manufacturing abnormalities were noted. The reported difficulty of crack was confirmed in the lab with a split in the tubing approximately 3/4 length of bushing.

Event description:
Baxter received a report of a cracked/broken tube on a minicap transfer set. There were no injuries reported.